Event description:
Complainant alleged that during a routine shift check of the device by a clinician, a "defib fault 108" message was observed while energy was charging. The complainant indicated that there was no patient involvement in the reported malfunction.